Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intra-operatively, the tulips of two mountaineer m/l screws disengaged/broke off from the screws. Additionally, the distal tips of two mountaineer mini polyaxial screwdrivers broke off from the instruments during screw insertion. All broken pieces were removed from the surgical site. As a result of the difficulties involving all four devices, the procedure was extended by two hours. The following mfg. Medwatch reports are being filed for the two screws and two mini polyaxial drivers involved in the event: 1526439-2014-11859, 1526439-2014-11860, 1526439-2014-11861, 1526439-2014-11862.

Manufacturer narrative:
Visual inspection found no damage consistent with the reported event description. The driver¿s distal tip was fully intact and showed no signs of other damage or wear. As such, no product problem was identified with the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.